Manufacturer narrative:
It was reported that the customer's issue (alarm led failed (e/c 1105)) was confirmed. The customer was advised to replace the v60 power switch overlay. Per the good faith effort, the power switch overlay was replaced, and the issue was resolved. The unit passed performance verification testing and it was returned to service.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
The customer reported error alarm led failed. There was no patient involvement.